Event description:
This customer contacted philips requesting information on the delivery of defibrillator shocks and how this is confirmed to the user. They mentioned a failure to discharge on a pt.

Manufacturer narrative:
(B)(4). This customer contacted philips requesting information on the delivery of defibrillator shocks and how this is confirmed to the user. They mentioned a failure to discharge on a pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.